Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unexpected error had occurred in the station while recording a transaction. The technical support specialist dropped and rebuilt indexes to create space, then restarted the maintenance service on the device. The customer confirmed that the issue was resolved successfully. The system functioned as intended after the technical support specialist troubleshot the device. E1 - initial reporter last name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es reported error across various facilities. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.